Manufacturer narrative:
(B)(4). :this part is not approved for use in the united states; however a like device catalog # 6958830, 510k # k081297 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a laminoplasty (c3-c6), laminectomy and fixation (c7-t1) with pedicle screws. The patient¿s symptoms were relieved post-op, but reoccurred two days post-op. Image diagnosis suspected that insufficient decompression introduced radiculopathy. Moreover, it was confirmed that screws placed at right c7 and th1 perforated vertebrae laterally. The patient underwent a revision surgery 12 days post-op for re-decompression and the perforated screws were removed and replaced. The surgeon commented that the nerve root was pulled because the spinal nerves were suspended after decompression, and that caused radiculopathy. No additional information was provided.